Event description:
Attorney alleges the patient died as a "result of defect" in the sprint fidelis lead. It is further alleged that the patient had "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem.the cause of death has been requested, but has not been received.